Manufacturer narrative:
A portion of the catheter tubing and membrane was returned. Dried blood was observed on the interior and exterior of the returned iab portion with the membrane completely unfolded. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the returned portion of the catheter tubing and membrane was performed but the leak could not be located. We were unable to test the complete iab catheter for the reported problem due to its returned condition. The reported event cannot be confirmed by the evaluation. Complaint record # (B)(4).

Event description:
It was reported intra-aortic balloon(iab) was inserted in the cath lab on (B)(6) 2019. On (B)(6) 2019 during therapy, the console generated an unknown alarm and the balloon ruptured. The doctor inserted a second intra-aortic balloon(iab) on (B)(6) 2019 via the axillary insertion site. The console was also changed out. Received another alarm on the cs300 intra-aortic balloon pump(iabp) of a possible hole or rupture of the balloon on (B)(6) 2020 and blood had come back into the extracorporeal gas tubing, indicating that there was a rupture of the balloon catheter. The patient was taken to the operating room for removal of the second balloon catheter. Replaced the balloon catheter at this same time on (B)(6) 2020, also in the same axillary approach. The insertion was reported to be axillary, which is not the method described in the device instructions for use. There was no reported injury to the patient. This report is for the second iab.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported intra-aortic balloon(iab) was inserted in the cath lab on (B)(6) 2019. On (B)(6) 2019 during therapy, the console generated an unknown alarm and the balloon ruptured. The doctor inserted a second intra-aortic balloon(iab) on (B)(6) 2019 via the axillary insertion site. The console was also changed out. Received another alarm on the cs300 intra-aortic balloon pump(iabp) of a possible hole or rupture of the balloon on (B)(6) 2020 and blood had come back into the extracorporeal gas tubing, indicating that there was a rupture of the balloon catheter. The patient was taken to the operating room for removal of the second balloon catheter. Replaced the balloon catheter at this same time on (B)(6) 2020, also in the same axillary approach. The insertion was reported to be axillary, which is not the method described in the device instructions for use. There was no reported injury to the patient. This report is for the second iab.